Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect post procedure. There was no report of a device malfunction during the procedure. The customer's reported complaint description cannot be confirmed due to the nature of this patient adverse event; there were no reports of angiovac device malfunction during the procedure. No sample was returned for evaluation. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications labeling review: the angiovac cannula sample was not returned for evaluation since there was no reported device malfunction during the procedure. Directions for use is provided with this device and contains the following statements: warnings selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: death. Pulmonary embolism (pe). Arrhythmias. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. This medwatch is not to report a device malfunction, but to report an adverse patient effect post procedure. There was no report of a device malfunction or patient complication during the procedure. Reference (B)(4).

Event description:
An angiodynamics representative reported the following event in which an angiovac was being used. Per the representative, "called to hospital for a clot in transit case. Patient began to decompensate when they laid her flat and intubated her (70s) we proceeded with angiovac (fem/fem) and were on pump for 4 minutes and successfully removed the large, 7 inch piece of clot. We returned the blood to the patient and ended the angiovac portion. The doctor then used another medical device (inari flowtriever) to go after the pe and the patient's sats dropped more (50s) and they began chest compressions. The patient did not improve so the surgeon decided to open the chest and do an open, pulmonary embolectomy. I stayed for a couple hours. They were still working when I left." Additional information provided reported the patient expired. The reported device is not available to be returned to the manufacturer for evaluation.